Event description:
The customer reported that prior to use on a patient the iabp generated "autofill failure" alarm messages. The patient was switched to another iabp and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the iabp will not perform autofill and no initial vacuum in autofill sequence. It was also found that k5 was sticking on purge valve assembly. The company representative replaced the purge valve assembly (part number 0104-00-0026). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The purge valve has been received at the manufacturing facility in (B)(4) for evaluation. A follow up report will be submitted when new information becomes available. (B)(4).